Event description:
Hold for rw 3/17

Manufacturer narrative:
Context: a customer in united states notified biomérieux of obtaining a false positive instrument result when testing an advanced therapy medical product (atmp) with the bact/alert I ast reference: 259786 ( lot#0001058342, expiration date : 19 jan 2023 ). One (1) iast bottle (lot 0001058342) inoculated with patient immunotherapy treatment was determined positive by bact/alert® instrument. The bottle was tested on the bact/alert® 3d system, 803cm9033, b50 version. The bottle was confirmed as negative by the external laboratory, as no microbial contamination was present in the bottle. Patient treatment was thus released and infused to patient. External laboratory indicated to have identified polycarbonate particles in the bottles. The customer was informed that polycarbonate particulates are a cosmetic issue and likely came from the bottle itself as it is made of polycarbonate. Polycarbonates particles do not impact the performance of the bottles, nor compromise the results of the test. Backup data were requested by the customer service however customer refused to share it, stating that complaint was reported only for supplier awareness investigation results: complaint analysis: a complaint search has been performed against false positive result in association with bact/alert® iast aerobic culture bottles and did not indicate any systematic quality issue. A complaint search has also been performed against the impacted lot and did not indicate any systeamtic quality issue during the investigated period. No corrective and preventive action were opened for this performance issue during the investigated time frame. Manufacturing directions review: the batch 0001058342, bact/alert® iast aerobic culture bottles (part 259786) was released on 10feb2022. A total of 1 (B)(4) cases were released, with an expiration date of 19jan2023. The batch record for lot number: 0001058342 was reviewed for abnormalities or indications of events that may have led to false positives. There were no unusual events associated with either lot number, and no manufacturing errors were found in the review. The records do not indicate that the root cause is related to the bottle manufacturing. Instruction for use review: the instruction for use provide information on how to prevent false positive results including : recommendations on the validation of the method in the section limitations of test. Best practices to prevent false positives-user. Best practices to prevent false positives-instrument. Hypothesis on potential root causes: customer service excluded polycarbonate particles found in customer¿s bottle to be the root cause to customer¿s false positive result, as previous investigation has demonstrated that such particles have no impact on fit or function of bottles. Likely root causes to false positive results at industry customers are temperature fluctuations in incubating bottle close environment (usually due to bottles movement around incubating bottle) and sample related false positive: the bact/alert® 3d hardware electronics are directly impacted by temperature. For example, if during bottle incubation, the temperature quickly lowers and recovers after a loading or unloading event, the bact/alert® 3d may interpret the rapid temperature recovery as microbial growth and flag the bottle as positive. Please refer to the appendix c of the bact/alert® 3d user manual for caution statements regarding the impacts of temperature on the bact/alert® 3d electronics. We observed that on rare occurrences, samples containing cellular products have been associated with delayed stabilization of reflectance units after the initial loading event, leading to false positive results. Bottle graphs and backup data would have been needed to confirm or not this hypothesis. As very limited information was provided by the customer, customer service was unable to definitively confirm these hypotheses, nor to perform complete root cause determination analysis. Conclusion: the information provided by the customer is not sufficient to state about the root cause of the false positive result reported by the customer. The complaint analysis did not indicate any systematic quality issue with the product and the lot impacted. Instructions for use [IFU] and bact/alert® user manual for bact/alert® culture bottles provide guidance concerning false positive results.

Event description:
Intended use: bact/alert® I ast culture bottles are used with the bact/alert® microbial detection systems in qualitative procedures for enhanced recovery and detection of a variety of aerobic and facultative microorganisms (bacteria and fungi).the laboratory is responsible for validating the bact/alert® system and culture bottles for their testing purposes. Description of the issue: a customer in united states notified biomérieux of obtaining a false positive instrument result when testing an advanced therapy medical product (atmp) with the bact/alert I ast - reference 259786 ( lot#0001058342 - expiration date : 19 jan 2023 ). The customer reported that the in house testing and a contract laboratory testing did not indicate a microbial contamination. Further testing indicated a precipitate as polycarbonate present in the bottle. There is no indication or report from the customer that this event led to or contributed to any death, serious injury, or serious deterioration in the state of health for the concerned patient. This event has been reviewed for vigilance reporting in accordance with 21 cfr 803, concerning medical device reporting. Per biomérieux internal standard operating procedures, false positive instrument in association with bact/alert reagents must be confirmed by subsequent processing of the biological sample in order to create a positive report from the laboratory. Since the product is used prior to any test results, and the product actually is not contaminated, there is no medical impact due to introduction of microorganisms to the recipient from receipt of the product. However, in the case of platelet testing for example, a positive signal would prompt the laboratory to call the clinician and stop the transfusion immediately. However, the platelet unit may have been consumed and discarded and possible diagnostic tests or the patient¿s clinical status may prompt empiric post-infusion or post-administration antimicrobial therapy of the recipient, leading to possible adverse events from this therapy. Therefore, an instrument false positive result could have a negative influence on the medical diagnosis and potentially on the treatment (unnecessary antimicrobials). This review has determined that this event meets the criteria for reporting as a malfunction. Although this event does not allege that death or serious injury actually occurred, it has been determined that there is potential for serious injury should the situation recur while testing a patient isolate. A biomérieux internal investigation will be initiated.